Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 452, 531 and 548 mg/dl. The customer experienced no symptoms and her blood glucose value was 541mg/dl at the time of the call. The customer reported that the high blood glucose levels began around 11:30 am and continued to rise all afternoon with treatment of the insulin pump. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.